Event description:
It was reported that the patient felt pain around her device, which was implanted in her right hip. The patient stated the pain "goes down her right leg" and that "the device sits low." The patient stated she wanted a smaller device due to the battery being "uncomfortable." The patient's device was subsequently replaced with a smaller device. It was reported the patient recovered without sequela.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.